Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported symptoms of dry mouth and headache, and does not need medical attention. Customer's expected results are 200-230mg/dl- fasting. Strip expiration date is 07/22/2018 and strip open date is (B)(6)2015. Strip storage is correct. Back to back blood test performed and resutls are 165mg/dl and 172mg/dl. Reviewed meter memory: a 194mg/dl, (B)(6)2015 09:25:00 pm, fasting:yes. A 179mg/dl, (B)(6)2015 04:03:00 pm, fasting:yes. A 225mg/dl, (B)(6)2015 10:28:00 am, fasting:yes. A 205mg/dl, (B)(6)2015 02:59:00 pm, fasting:yes. A 223mg/dl, (B)(6)2015 08:04:00 pm, fasting:yes. Customers concern:customer is concerned with result of 179 mg/dl. Customer states that the meter is giving her results that are lower than expected by 60 points. Customer states that she is a diabetic patient who is taking metformin and insulin. Customer did not have any recent changes in medication or lifestyle.